Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer had entered the pool the day prior for an aerobics class. The customer stated that they had been changing the battery everyday since that incident. The customer had received the clock monitor frequency error alarm prior to entering the pool and was also receiving the unexpected restart alarm and off no power alarm. The customer's blood glucose was 163 mg/dl. The customer was able to perform troubleshooting. The customer mentioned that there was a scratch on the screen due to dropping the insulin pump on the floor a couple of times. The customer advised that the insulin pump would be replaced due to the motor error alarm. The customer was advised to discontinue use of the insulin pump. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.